Manufacturer narrative:
This supplemental report is being submitted to provide the correct product UDI. Updated d4 field to: (B)(4).

Event description:
No additional information was provided by the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h7, and h9. The device was not returned to olympus for inspection, and the reported failure was not confirmed. However, based on the attached images provided by the customer, the cup was broken. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic endoscopic retrograde cholangio-pancreatography procedure, the distal cover fell off and was retrieved using a foreign body forceps. There was no further patient harm.